Event description:
According to the reporter, customer called and reported that a capsule failed. Customer was unable to provide information about the procedure to determine if the capsule failed to calibrate, failed to attach, or failed to detach. Tech support advised her to have staff present during procedure to callback to make determination and to begin process of capsule replacement if necessary.